Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, who experienced at least three occurrences of this issue with the pump, despite no notable events happening prior. The customer reported their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. In response, technical support arranged to replace the pump, instructed the customer to use multiple daily injections (mdi) as a backup therapy, and provided guidance on returning the defective pump using a pre-paid label. The customer understood and acknowledged the instructions provided by technical support.